Event description:
It was reported that patient experienced a recent fall and was admitted to the ICU on (B)(6) 2022 for surgical intervention to address a brain bleed. No further information was available or provided to the abbott representative.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight) and additional event details/updates, but no information was received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.